Event description:
A malfunction was reported by the customer, displaying malfunction code 0. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, with the level remaining within the normal range. Technical support provided instructions on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappeared.